Event description:
It was reported that this right ventricular (rv) lead captured higher outputs. Additionally, the patient with this rv lead also experienced discomfort. The device was reprogrammed, and a scheduled revision was made. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.